Event description:
Customer reportedly received results of 432 mg/dl and 155 mg/dl within 10 minutes on the advantage system. No actions taken based on device result. No adverse event reported. Two advantage systems were used during the comparisons; it is unknown which system produced the discrepant result. Requested return of suspect device and replacement was sent.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.